Event description:
The monitor in use on the patient failed to alarm to indicate that the patient's ECG was in an alarm condition that resulted in the patient's death.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be sent once the investigation is complete.